Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). A general reagent problem can be ruled out because calibration and quality control had acceptable results. It was noted that maintenance actions are carried out according to the operator's manual. The investigation is ongoing.

Event description:
The initial reporter complained of questionable hdlc4 results for 1 patient sample on a cobas c111 analyzer. The initial result on the c111 was 123.98 mg/dl. This result was not reprocessed and the sample was sent to another laboratory for confirmation. The sample was recentrifuged and the repeat result on the integra 400 was 59.7 mg/dl. The reagent lot number was 466271 and the expiration date was 31-jan-2022.

Manufacturer narrative:
Fields a2 (age at time of event, age units (patient)) and a3 (sex) were updated. The field service engineer noted that the analyzer had been stopped being used on (B)(6) 2021 due to a local area network connection failure and a replacement of the mainboard would be required. The exact root cause cannot be identified with the data available. The investigation did not identify a product problem. The cause of the event could not be determined.